Event description:
It was reported that a remote transmission indicated atrial lead undersensing and erroneous atrial pacing. The atrial sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.